Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a study reported there was a cut-out of the pfna blade, right hip 1 to 3 m, 1-3 months post-operatively. No further information available. This report is for an unknown pfna blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.